Event description:
A patient was to undergo a procedure to the 3.0mm proximal rca. The de novo, b1 target lesion was 18mm, concentric and calcified. Pre-dilation was conducted with a balloon (2.5/15mm) at 6atm for 30 seconds. Cypher (3.0/23mm) was implanted at 16atm for 30 seconds. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. Residual stenosis was 0%. Act was not measured. The patient was taking the following medications: aspirin 100mg/day (date unk), ticlid 200mg/day (date unk), and index intraprocedure medication was heparin 10,000 units. Two months later, the patient returned to the hospital in a pre-shock state. He was treated for suspected mi, and a new lesion was treated in the cx.